Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device does not switch on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse visited the customer site and confirmed that the issue with battery due to which the device was not providing the backup and did not switch on. Fse suggested that the customer purchase the new battery because the battery was not covered by warranty. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of battery. The reported problem was confirmed. Reporting information: (B)(6).